Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, t-wave oversensing and noise due to myopotential oversensing was observed on the device. Programming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient is in stable condition.